Event description:
Ous MDR. A sudden increase in the lead impedance to about 3 kohm with suspicion of lead fracture was reported after an implantation time of about 6 weeks. The leads and the ICD were explanted. Also removed: selox sr 60, MDR 1028232-2008-00657. Kentrox rv-s 65, MDR 1028232-2008-00655.

Manufacturer narrative:
The ICD first underwent a status interrogation, which showed the device state as eri. The ICD had been implanted for 50 months, and 208 charge processes were documented. The ICD's ability to delivery therapy was checked. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was fed in and the device reacted according to spec with a defibrillation shock. The specified energy level was reached. The charge time was normal. The memory content of the ICD was examined and contained the expected data. The analysis of the iegms showed interference in the ventricular channel. The signal perception of the ICD was tested and proved to be free of noise. The ICD sensed provided signals free of interference. The charge drawn from the battery was tested. The battery depletion proved to be as expected. The analysis did not indicate a material defect or mfg error.